Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 a blood patch was performed without relief. On (B)(6) 2019, surgical intervention occurred where a unspecified surgery with neurosurgeon was performed. On (B)(6) 2019 the patient reported relief from unspecified surgery with neurosurgeon two weeks ago. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 12/20/2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 3 mg/ml for a total dose of 0.1997 mg/day and compounded bupivacaine 30 mg/ml for a total dose of 1.997 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2019, the patient reported new left lower extremity pain. The patient's usual pain was in the right lower extremity. The patient reported feeling "shooting pain down the back of their leg and also sometimes feel like the entire leg was going to explode." The hcp anticipated that the patient might have increased post-operative pain as they were unable to move the existing spinal segment of the catheter and instead tied it off. On (B)(6) 2019 the patient was started on medrol dose pack and hydrocodone-acetaminophen. On (B)(6) 2019 the patient had sharp, shooting pain in bilateral lower extremities (left worse than the right). On (B)(6) 2019 a lumbar epidural steroid injection was performed. On (B)(6) 2019 the patient reported persistent pain and pain radiating to the shoulders to below the incision. The patient also reported right-sided numbness following ptm activations. On (B)(6) 2019 the pain persisted with patient stating they just want to get back to how they felt before the catheter revision. On (B)(6) 2019 a lumbar transforaminal epidural steroid injection was performed. On (B)(6) 2019 the patient reported pain at the catheter site and abdominal and pelvic floor numbness. The patient also reported a "giant lump at the top of their incision." The patient contacted the clinic describing a lumbar site seroma. The patient was scheduled for a same day evaluation and was advised to cover the seroma with a pressure dressing/ apply pressure to the site. The patient presented to the clinic also reporting that their head felt extremely heavy/headache. Evaluation confirmed the lumbar site seroma. It was noted 22ml of clear fluid was aspirated from the lumbar site. On (B)(6) 2019 the patient's usual pain (low back with left lower extremity pain) was uncontrolled. After viewing the catheter under fluoroscopy, it was revealed that the catheter had migrated out of the intrathecal space. On (B)(6) 2019 the patient reported the fluid returned to the site with pressure from the fluid forcing the bandage off the site. The patient reported nausea and vomiting with vomiting worsening the headache. The patient was advised to refrain from activating their ptm as it was not delivering medication to the intrathecal space. On (B)(6) 2019 the patient contacted the on-call service multiple times over the weekend reporting worsening symptoms. The patient was scheduled for emergent catheter revision surgery as a catheter migration was also identified. The patient was started on clonidine, promethazine, and ativan. On (B)(6) 2019 the catheter was revised, placing the spinal segment. The device disposition was not reported by the site. It was noted that two new 0-ethibond purse sutures were placed around the catheter exit sites. Surgical observation revealed that the existing catheter had a spinal leak at the ethibond tie. On (B)(6) 2019 it was noted the fluid continued to leak, but subsided. It was noted the headache persists on (B)(6) 2019. On (B)(6) 2019 40ml of fluid that was translucent and also slightly red and yellow was aspirated. The fluid was sent to the lab for analysis to rule out an infection. On (B)(6) 2019 the patient reported waking with their clothing, sheets, and mattress pad saturated with clear, red-tinged fluid. The patient was instructed to present to the emergency department (ed). The hcp consulted neurosurgery to evaluate for lumbar drain, blood patch, or surgical correction. The outcome of the event (pain at the catheter site, catheter dislodgement/migration, and new left lower extremity pain) resolved without sequelae on (B)(6) 2019. The outcome of the cerebrospinal fluid (csf) leak and lumbar site seroma was noted as ongoing. The clinical diagnosis was pain at the catheter site, csf leak, lumbar site seroma, uncontrolled pain, new left lower extremity pain. The patient's baseline weight was not measured. The etiology of the event (pain at the catheter site, catheter dislodgement/migration, and new left lower extremity pain) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was lumbar site. The etiology of the event csf leak and lumbar site seroma) indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). The incisional site/device tract was lumbar site. The event date was (B)(6) 2019. No further complications were reported/anticipated.